Event description:
During verification testing, the tubing set was unable to be primed.

Manufacturer narrative:
One used device was received and evaluated. Testing found that the tubing set was unable to be primed. This was due to the diaphragm of the cassette being misaligned, which prevented the plunger of the cassette from moving and blocking the fluid path. This report represents all the information known by the reporter upon query by hospira personnel.